Event description:
It was reported that the patient's right ventricle exhibited high pacing impedance. It was noted that the lead had fractured. The lead was capped and replaced on (B)(6) 2021. The patient had no adverse consequences.